Event description:
A healthcare professional (hcp) reported that the catheter failed a dye study test on (B)(6) 2014. The patient had said for a really long time (years) that they did not know if the pump was helping them. They decided to wean the patient down and that had no impact on the patient¿s pain relief. The patient was switched over to saline. They were considering a prialt trial, but then a dye study was performed and determined the catheter had issues. The pump¿s elective replacement indicator (eri) was in less than one month. The pump was alarming. The patient was not a candidate yet for surgery due to some other conditions, and they needed to heal first. The pump off pass code was provided and the pump was to be disabled. The pump had contained fentanyl, hydromorphone, and bupivacaine. The pump currently contained saline. Additional information was requested to determine the catheter issue as well as the patient's outcome.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).